Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("severe abnormal heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome on (B)(6) 2011 and tubal pregnancy. Concurrent conditions included anemia since (B)(6) 2013, mixed hyperlipidemia and weight gain. Concomitant products included ferrous sulfate from 2013 to 2015 and iron from 2013 to 2015 for anemia, medroxyprogesterone (depo provera) for birth control and simvastatin from 2015 to 2016 for mixed hyperlipidemia. In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping") and back pain ("severe back pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), anxiety ("psychological or psychiatric problems: anxiety,"), depression ("psychological or psychiatric problems: depression") and vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced flatulence ("bad gas.") And gastrooesophageal reflux disease ("gastroesophageal reflux disease without esophagitis (acid reflux)"). In 2015, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, omeprazole, analgesics, ciprofloxacin and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, urinary tract disorder, headache, bladder disorder, nausea, vaginal discharge, flatulence, fatigue and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Anticipated or scheduled date: 2018. Reason(s) for removal: she discussed with the doctor about the symptoms and experiences she have had since the essure device was placed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: unremarkable pelvic ultrasonography on (B)(6) 2014 physician told her that the essure device was successfully placed and the left tube was occluded. Hsg result which clearly indicated occlusion of the left mid-segment and the right is patent. Hysterogram: hysterosalpingogram shows appearance consistent with bilateral tubal occlusion. (B)(6) 2014 , hysterosalpingogram: essure coil noted in the left tube (only one essure device was implanted in the left tube due to prior ectopic on the right side and right side tubal prior to essure procedure) the left tube was occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as pain as a result of her essure are, hormonal changes: mood swings, abnormal bleeding (vaginal, menorrhagia), urinary tract infections, psychological or psychiatric problems: depression and anxiety, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, gastroesophageal reflux disease without esophagitis (acid reflux) and bad gas, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On (B)(6) 2018: fu2+fu3 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.